Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable and wall adapter. There was no adverse impact to the customer's blood glucose level. Replacement tandem-provided charging cable and wall adapter were sent to the customer. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.